Event description:
It was reported that the pacing portion of right ventricular lead was replaced due to high thresholds. The high voltage portion of the lead is still in use. Additional information received indicated a lawsuit alleges that the patient "suffers from apprehension and fear" that the implanted lead may "fracture, cause inappropriate shocks, and may fail to provide shocks necessary to maintain a regular heart rhythm, or regulate his heart rate, which may lead to severe injury and which may be fatal." The lawsuit further alleges that the patient has "sustained emotional distress, mental anguish, economic losses and other damages." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.